Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using byte retainers, the pt reported teeth shifting open when not wearing the retainer, tipping on tooth #8 was noted and a 7 day rest period was initiated, tipping had not resolved in this time and another rest period was initiated. Pt asked to reach back out at end of second rest period.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.